Event description:
It was reported by the pt that the pain pump which had been placed following a shoulder surgery stopped working. The pt removed the pump without incident and continued taking the oral medication that had been prescribed at the time of discharge.

Manufacturer narrative:
The device was discarded by the pt after removal.